Event description:
Member called mail order pharmacy to report a large number of his bd nano 2nd gen 32gx4mm pen needles are either already bent (new from box) or bend to a 90 degree angle after his injection. He states this happens almost every other day and never happened with his novofine pen needles. He checked the needle before each injection and several have been slightly bent before 1st use.